Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl displayed an error code 41100. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in used condition. The tamper seal was missing. A review of the event history log (ehl) evidenced the following: 5/28/2020 8:57:26 am system fault 41,100 occurred 2,703 0 0 3 the investigator was able to replicate the customer reported product problem (41100) while running the pump on mu mode. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned error was cleared.